Manufacturer narrative:
No corrective action possible. The root cause is misuse, and this is clearly labeled on the entire labeling of the product .

Event description:
Distributor reported on february 20th 2018: "our customer has experienced a pin breakage. Customer was using a parkbench and the patient was in a lateral position. When the doctor was using a perforator, he felt a slippage but continued the operation. After the operation was finished, nurse noticed the breakage on one of the pin from the 2 pin side. The doctor took a x-ray image of the patients head and found the tip end of the pin remained in patient's head. The doctor re-opened patient's head and removed the tip end. No patient injury is reported."